Event description:
It was reported that a clamp on 35" offset double clamp bar broke. There was no report of injury or medical intervention associated with this incident.

Manufacturer narrative:
Visual inspection of the returned device confirmed that the clamp was broken at the location of the hinge. This medwatch is being submitted late, as it was identified during a retrospective review conducted pursuant to a FDA inspection at the MFR's facility in january, 2008, and in response to an inspectional observation. The agency's inspectional observation concerned the MFR's decision not to submit mdrs for certain events involving product manufactured at the (B) (4) facility.